Event description:
A report was received that the patient was experiencing inadequate pain relief. An impedance check revealed high impedances. The patient underwent a revision procedure and the physician chose to replace the leads. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-70, serial/lot # (B)(4), description: scs 70cm iii lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.